Event description:
Consumer reported complaint for hi blood glucose test results and error message (e-5). Nurse is calling on behalf of the customer. The customer¿s expected blood glucose test result range was not disclosed. The customer feels well and did not report any symptoms. Nurse declined to troubleshoot, stating that she would contact the customer's doctor. Meter serial number/test strip lot number were not provided.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-018: user has high glucose value. Note: manufacturer was unable to perform follow-up call to customer - contact information was not provided; unable to confirm if customer had contacted the doctor after the initial call.